Event description:
It was reported by the rep the device was used during a low anterior resection. It was reported the surgeon claims the device cdh29 had no staples in it. The device cut through distal and proximal bowel, but did not fire staples. The surgeon finished procedure by hand sewing. There was no consequence to the pt.